Manufacturer narrative:
(B)(4). The field service representative (fsr) could not duplicate the reported problem. He verified that the power cord and the breakers were in working condition. He tested the device on alternating current (a/c) and battery power and flexed the power cord and plug, all tested appropriately. He replaced the power cord as a precaution. He verified that the device operated properly with the new power cord installed. The power cord was returned for additional testing. The product surveillance technician (pst) checked the continuity of the power cord and no opens or shorts were discovered. This complaint is related to (B)(4) / medwatch #1828100-2016-00750. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was power issue. The machine changed to battery power during use. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.